Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) rate/sense channel which was oversensed and resulted in non-sustained episodes. Pacing was inhibited for just over two seconds. All measurements were within rage. Technical services (ts) discussed bringing the patient into the office for further evaluation and trying to reproduce the noise. Ts discussed that the noise morphology resembled that of a lead fracture rather than electromagnetic interference or muscle stimulation. Ts also discussed the possibility of seal plug damage but this was less likely. The automatic gain control was adjusted per the physician's recommendation and the patient will be monitored. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.